Event description:
Same case as manufacturer report numbers 6000089-2005-00540 and 6000089-2005-00543. After a stenting treatment procedure, the express vascular ld premounted stent was noted to be damaged. The lesion that was treated was an occluded lesion in the left iliac artery. This express vascular ld premounted stent was placed proximally to, and in an overlapping fashion with another stent of the same type and size. The stents were viewed on angiogram immediately after the procedure and they appeared 'ok'. The stent damage was detected on a six month follow-up angiogram. The express vascular ld stent appeared fractured at the overlapping portion of the stent. A large psuedo-aneurysm was also noted in the area of the stents. The patient did not have symptoms resulting from the stent damage. An 8x50 mm wallgraft stent was placed inside the express vascular ld stents, and successfully treated the psuedo-aneurysm and remodeled the vessel lumen. Angiogram and ankle brachial index have shown good results. Patient condition is reported as 'good'.